Event description:
Reporter stated that customer received the following results on the mobile system within 1 minute: 400 mg/dl and 100 mg/dl. Customer had unspecified hypoglycemic symptoms at the time of these results. No treatment reported. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.